Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 at 10pm, she obtained inaccurately high readings on the lfs meter of "200, 411 and 115mg/dl." Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=15mg/dl obtained within 20 minutes of each other. The patient reported on an unclear date at 12:08pm she increased her dose of novolog insulin by 8 units. The patient reported on (B)(6) 2012 at 10:15pm, she had something to eat or drink as treatment. The patient reported on an unclear date at 10:30pm, she obtained a reading of "175mg/dl" on another meter. During the time of troubleshooting the cca confirmed the patient was using the same approved sample site to obtain the samples. The cca noted the subject meter was in the correct unit of measurement during the time of testing. The cca documented that the patient's testing process was correct and her test strips and test strip vial were in good condition. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the patient performed a meter vs. Same meter comparison where the calculated difference of the results meets lfs' criteria for precision reporting.

Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.